Event description:
It was reported that the morning after the initial implant of left ventricular lead, chest x-ray was performed and revealed the lead had dislodged. The lead was explanted and replaced in the posterior coronary vein. The patient was stable prior, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.